Manufacturer narrative:
The customer returned the suspected contour next meter and contour next test strips from lot#: 0hpef03a for evaluation. The returned vial of test strips contained a combination of mixed test strips i.e. Used test strips with un-used test strips. Only 7 of the 20 returned strips were unused and available for laboratory testing. Five of those strips were tested using the returned meter and in-house contour next control solution, which gave a satisfactory performance. The remaining two test strips were tested with the returned meter using a blood sample, which gave an e2 error message, indicative of used test strips. The returned meter were then tested with the in-house contour next test strips from lot#: 0hpef03a using a blood sample, which gave a satisfactory performance. As per the contour next blood glucose monitoring system user guide, "do not use a test strip that appears damaged or has been used." Additionally, a device history record was reviewed for the suspected contour next meter and no manufacturing anomalies were found.

Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.the device identifier # was left blank as it could not be determined based on the available model #.

Event description:
The customer from (B)(6) reported that he obtained blood glucose readings of 1.3 mmol/l at 8:15 p.m. And 6.8 mmol/l at 8:16 p.m. On the contour next meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.